Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a pinhole at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.